Event description:
Customer reported receiving a threshold suspend alert with a blood glucose level of 303 mg/dl and a sensor glucose level of 40 mg/dl. No further information was provided.

Manufacturer narrative:
Reliability analysis: inspected 5 opened/used enlite sensors and performed bicarbonate buffer test per dop 114-830. 2 of 5 failed per spec, 1 of 2 failed sensor due to low reading 2nd failed sensor due to high readings 3 remaining sensors passed per spec. With accurate readings. No broken or missing anomalies were observed during analysis.